Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a hypoglycemia with blood glucose of 2.6 mmol/l. Customer did not took any treatment for low blood glucose as blood glucose was raised to 6.0 mmol/l. Customer's blood glucose at the time of call was 20 mmol/l. Insulin pump still delivers insulin when he was having low blood glucose. Customer treated low blood glucose with dextrose. Insulin delivery stops when sensor glucose drops and delivery increases when predicted sensor glucose rises. But yesterday after his sensor glucose dropped below 2.2 insulin pump went to safe basal and sensor stopped working. The insulin pump will not be returned for analysis.